Event description:
It was reported that the procedure was to treat a lesion in the left main with 70-90% stenosis. The trek balloon was inflated to pre-dilate the lesion two times for a total of 18 seconds, maximum pressure applied was 10 atmospheres; however, the balloon could not be deflated, resulting in all the devices being removed together. A new guide wire and a new guiding catheter were placed and stenting was performed to complete the procedure. The patient is in a good condition. No additional intervention required to treat the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the entire length of the catheter, consistent with the catheter advanced into the patient anatomy. The balloon was partially inflated with air. The balloon catheter was returned inserted in a non-abbott guiding catheter. The shaft was stretched (necked) in three sections of the balloon catheter. First section was at the proximal balloon seal, for a length of 1 mm. The second section was 12 cm proximal to the proximal balloon seal, for a length of 3 mm. The third section was 7 mm distal to the guide wire exit notch, for a length of 3 mm. The proximal balloon seal was located at the distal end of the guiding catheter. The guiding catheter was returned with blood inside and on the entire length. There was no damage noted to the returned guiding catheter. There were three non-abbott guide wires returned inserted in the returned guiding catheter. The three guide wires were returned with blood on the coils, black polymer coating and core. There were no damages noted to the returned guide wires. A non-abbott rotating hemostatic valve (rhv) was returned attached to the luer of the guiding catheter. The rhv was returned with blood inside. There was no damage noted to the returned non-abbott rhv. The total catheter length was measured and met manufacturing criteria. A new indeflator filled with contrast medium; diluted 1:1 with colored water was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. Negative pressure was pulled and the balloon would not deflate. Fluid was not able to advance through the stretched (necked) shaft. Reportedly, no damage was reported as being observed during product inspection prior to use; therefore, it is possible that the noted stretched shaft occurred during the procedure. It is possible that if resistance was encountered during retraction of the catheter, as the balloon would not deflate, and as force was applied, the shaft became stretched, further contributing to the balloon unable to deflate; however, a conclusive cause for the difficulty deflating the balloon could not be determined. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded that the cine runs show consistency with the stated inability to deflate the trek balloon catheter. The cines also show consistency that the balloon required removal of the guide and wires in efforts to remove the balloon catheter from the patient anatomy. Factors that may contribute to the difficulty to deflate a balloon catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, all products are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for deflation issues or shaft damage for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported deflation difficulties could not be determined.